Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer called previously about an insulin pump malfunction, which resulted in a hospitalization due to a high blood glucose level over 1100 mg/dl. Customer ended up in the hospital due to high blood glucose. Customer's current blood glucose is 212 mg/dl. Caller stated that they have a back-up plan available of syringes. Customer was hospitalized on (B)(6) 2016 with a blood glucose reading of 1100 mg/dl. Customer could not get out of bed and his blood glucose would not come down. Customer was hospitalized due to diabetic ketoacidosis. Customer was admitted and was wearing the pump at the time of the incident. Caller stated that the drive support cap appears normal. Customer was advised that the pump will be replaced. Customer was put on a different medication while rehab but was not on the pump in rehab. Caller stated that her husband has been on the same medications for a while.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump had minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.